Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Date of birth unknown / not provided. Weight unknown / not provided. Additional PMA/510(k) numbers: k011028, k013227.

Event description:
It was reported that the implant was removed due to fracture. Tooth location 25.

Event description:
Device was returned for investigation.

Manufacturer narrative:
Device was returned for investigation, device evaluation provided below. One impl tapered scr-v sbm 3.7mm 3.5mm 13mm (tsvb13) was returned for investigation. Visual evaluation of the as returned product identified signs of wear and debris from use, and fracture at the collar. No pre-existing conditions were noted on the per. The reported product was located on tooth # 25 (fdi) and used for approximately 6 years. The reported event could not be recreated due to the nature of the dental device and event (fracture). The customer has not provided additional pictures or x-ray images of the product. DHR review was completed for the subject lot number 62333010. It was confirmed that all operations and inspections were executed as per the applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (62333010) for a similar event and one other complaint was identified. March post market trending was reviewed and there were no actionable events or corrective actions for the reported event (implant fracture) or product (tsvb13). Therefore, based on the available information, device malfunction has occurred and the reported event was confirmed. The most likely cause for the event is patient parafunction over the course of 6 years. The following sections have been updated: g7: checked "follow-up" h2: checked follow-up type

Manufacturer narrative:
A impl tapered scr-v sbm 3.7mm 3.5mm 13mm (tsvb13) was not returned. Since product has not been returned, visual/functional evaluation could not be performed. The investigation has been performed based on the available information using the item #/ item # and lot # (DHR/IFU/rmf). No pre-existing conditions were noted on the per that could cause or contribute to the reported event. The reported device was located on tooth # 25 (fdi notation) and was used for approximately 6 years. Pictures or x-ray images were not provided. DHR review was completed for the subject lot number (62333010). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformance, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (62333010) for similar event and one other complaint was identified. January post market trending was reviewed and there were no actionable events or corrective actions for the reported event (fracture) and device (tsvb13).

Event description:
No further event information available at the time of this report.